Event description:
It was reported that the ventilator failed the gas supply test during pre-use check, and that a technical error code was generated indicating a failure of the control printed circuit board during start up. (B)(4). Manufacturer ref #: 1037mcc0511.

Manufacturer narrative:
(B)(4).